Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve was found defective at the time of implantation. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at 100mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: and confirms the tear/cut in the silicone housing. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, failed leaked from tear/cut in silicone housing. The valve was leak tested, failed leaked from tear/cut in silicone housing. Review of the history device records confirmed the valve product code 82-3148, with lot cvbbv8, conformed to the specifications when released to stock in (B)(6) 2016. The root cause to the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.